Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#c-taper cocr lfit head 36mm/0 ; cat#06-3600 ; lot#12470602. Device name#secur-fit ha 132 hip stem #6 ; cat#6051-0625a ; lot#78052503. Device name#trident hemispherical solid bk 54mm ; cat#500-01-54e ; lot#9314701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a head and liner exchange was performed on the patient's left hip due to poly wear and infection.